Event description:
It was reported that both monitors were flickering and would alternately lose video on the workstation. This lose of video could cause the system to become unusable due to the inability to view of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 12 volt power supply. The system operates as intended.